Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the first filter did not expand and was resheathed and removed. On the replacement filter the primary filter legs did not expand and the filter was retrieved with a vascular retrieval device. None of the filters was returned and no imaging was provided. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter legs to not expand. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in ivc. There are adequate controls in place to ensure that this type of device is manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to the initial reporter: celect jugular filter legs did not expand. The first filter legs did not expand. It was resheathed and removed. The second filter secondary struts expanded, primary struts did not expand. The filter was deployed. After realizing the filter legs did not expand, the filter was retrieved with a vascular retrieval set. A third filter was then deployed successfully. Patient outcome: the initial reporter did not report that the product caused or contributed to any adverse effect.